Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery. Vascular access was obtained with a 6f short sheath. After a non-bsc guide wire was advanced to cross the lesion, a 7.0 x 40, 75cm mustang¿ balloon catheter was advanced without kink nor resistance noted to dilate the lesion. Upon the first inflation, the balloon ruptured at 20 atmospheres at a duration of 10 seconds. The device was completely removed and the procedure was completed with another of the same device followed by stent implantation. The blood flow was restored. No patient complications were reported and the patient's status was good.